Event description:
Case description: this serious spontaneous case from poland was reported by a consumer as "shortness of breath(shortness of breath)" with an unspecified onset date, "significantly increased blood glucose levels requiring emergency medical assistance(blood glucose increased)" with an unspecified onset date, "novopen echo plus stopped delivering insulin (device failure)" with an unspecified onset date, "storing the pen with the needle attached(device stored with needle attached)" with an unspecified onset date, and concerned a male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , fiasp penfill (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", the outcome for the event "storing the pen with the needle attached(device stored with needle attached)" was not reported. Reporter's causality (novopen echo plus) - storing the pen with the needle attached(device stored with needle attached) : unknown. Company's causality (novopen echo plus) - storing the pen with the needle attached (device stored with needle attached) : possible. Reporter's causality (fiasp penfill) - storing the pen with the needle attached (device stored with needle attached) : unknown. Company's causality (fiasp penfill) - storing the pen with the needle attached (device stored with needle attached) : possible. Investigation results name: novopen echo plus, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: fiasp penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Since last submission the case has been updated with the following. Investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: final report check box ticked and expected date of follow up report was removed. Device addendum tab: annex b c d g codes updated narrative updated accordingly. Final manufacturer's comment: 20-jan-2026: the suspected device (novopen echo plus) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available despite repeated efforts to find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Incorrect handling of the device such as storing the device with needle attached between injections can affect the functionality of the device. Shortness of breath was related to blood glucose increased. Dyspnoea is assessed as unlisted event; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in fiasp penfill. Although there is positive temporal association as dyspnoea happened with hyperglycaemia, relevant information on definitive diagnosis, treatment given, action taken with fiasp penfill, outcome of the event and investigation of faulty device is unavailable for complete causality assessment. With the available limited information, dyspnoea is assessed as unlikely related to fiasp penfill. This single case report is not considered to change the current knowledge of the safety profile of fiasp penfill. H3 continued: evaluation summary name: novopen echo plus, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event [preferred term] (related symptoms if any separated by commas) significantly increased blood glucose levels requiring emergency medical assistance [blood glucose increased], novopen echo plus stopped delivering insulin [device failure], storing the pen with the needle attached [product storage error]. Case description: this serious spontaneous case from poland was reported by a consumer as "shortness of breath(shortness of breath)" with an unspecified onset date, "significantly increased blood glucose levels requiring emergency medical assistance(blood glucose increased)" with an unspecified onset date, "novopen echo plus stopped delivering insulin (device failure)" with an unspecified onset date, "storing the pen with the needle attached(device stored with needle attached)" with an unspecified onset date, and concerned a male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , fiasp penfill (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", patient age, height, weight and body mass index were not reported. Dosage regimens: novopen echo plus: fiasp penfill: medical history was not provided. On an unknown date, novopen echo plus stopped delivering insulin after approximately 4 months of use. Despite audible activation of the pen mechanism and correct dose selection (5, 10, 15 units), insulin was not administered. This led to persistently elevated blood glucose levels (blood glucose) of 250-300 mg/dl, despite regular dosing. The patient discarded the device and switched to novopen 4, which also failed after 3-4 days of use. During the malfunction of novopen echo plus, the patient experienced significantly increased blood glucose levels requiring emergency medical assistance due to shortness of breath and inability to control glucose levels. Patient was performing flow test before each injection and was storing the pen with the needle attached. Batch numbers: novopen echo plus: requested fiasp penfill: requested. Action taken to novopen echo plus was reported as product discontinued. Action taken to fiasp penfill was not reported. The outcome for the event "shortness of breath (shortness of breath)" was not reported. The outcome for the event "significantly increased blood glucose levels requiring emergency medical assistance (blood glucose increased)" was not reported. The outcome for the event "novopen echo plus stopped delivering insulin (device failure)" was not reported. The outcome for the event "storing the pen with the needle attached (device stored with needle attached)" was not reported. Reporter's causality (novopen echo plus) - shortness of breath (shortness of breath) : probable significantly increased blood glucose levels requiring emergency medical assistance(blood glucose increased) : probable novopen echo plus stopped delivering insulin (device failure) : unknown. Company's causality (novopen echo plus) - shortness of breath(shortness of breath) : unlikely significantly increased blood glucose levels requiring emergency medical assistance(blood glucose increased) : possible novopen echo plus stopped delivering insulin (device failure) : possible storing the pen with the needle attached(device stored with needle attached) : possible . Reporter's causality (fiasp penfill) - shortness of breath(shortness of breath) : unknown . Significantly increased blood glucose levels requiring emergency medical assistance(blood glucose increased) : unknown . Novopen echo plus stopped delivering insulin (device failure) : unknown . Storing the pen with the needle attached(device stored with needle attached) : unknown performing flow test before each injection(wrong technique in product usage process) : unknown. Company's causality (fiasp penfill) - shortness of breath(shortness of breath) : unlikely significantly increased blood glucose levels requiring emergency medical assistance(blood glucose increased) : possible novopen echo plus stopped delivering insulin (device failure) : possible storing the pen with the needle attached(device stored with needle attached) : possible . Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer comment: 11-nov-2025: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. No conclusions reached. Incorrect handling of the device such as storing the device with needle attached between injections can affect the functionality of the device. Company comment: dyspnoea is assessed as unlisted event; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in fiasp penfill. Although there is positive temporal association as dyspnoea happened with hyperglycaemia, relevant information on definitive diagnosis, treatment given, action taken with fiasp penfill, outcome of the event and investigation of faulty device is unavailable for complete causality assessment. With the available limited information, dyspnoea is assessed as unlikely related to fiasp penfill. This single case report is not considered to change the current knowledge of the safety profile of fiasp penfill.